Event description:
A healthcare worker complained of burning sensation and skin discoloration upon removal of load from a completed cycle. The worker did not seek medical attention and the symptoms resolved within 1 day.